Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber and humidifier. The patient also alleged of a cancerous kidney removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam degraded and has cancerous kidney removed. Patient alleged visualization of particles in tubing/chamber and humidifier. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During this internal and external investigation, manufacturer observed dust like contamination in the accessory module slot, on the blower motor, and the bottom enclosure. Unknown brown fibers on bottom enclosure, unknown black particle and white dust like contamination on the blower box. Unknown black residue on the ui panel, bottom enclosure, rear panel and the blower motor knob. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. In secondary findings, manufacturer observed dust like contamination in the accessory module slot, on the blower motor, and the bottom enclosure, unknown brown fibers on the enclosures, black particles and white dust like contamination on the blower box. Found black residue on the ui panel, bottom enclosure, rear panel and the blower motor knob. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Sections d8, d9, h2, h3, and h6 were updated.